Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(4) 2018, customer had initially reported receiving a 'replace sensor' message on the same day of applying the adc freestyle libre sensor. On (B)(6) 2018, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a loss of consciousness. Customer further reported his wife treated him with a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   A tripped trend review was performed for the reported complaint and libre sensors. The investigation concluded that there were not any new nonconformances identified with the product, as the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. No further track and trend review was required.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
On (B)(6) 2018, customer had initially reported receiving a 'replace sensor' message on the same day of applying the adc freestyle libre sensor. On (B)(6) 2018, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a loss of consciousness. Customer further reported his wife treated him with a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.